Event description:
The physician placed a cook flow 20 percutaneous endoscopic gastrostomy set - pull. Approx one to five days after placement, movement of the external bolster on the feeding tube was observed. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we are unable to verify the reported occurrence because the product could not be evaluated. Prior to distribution, this product is subjected to a visual examination to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of the corrective action. Quality assurance will continue to monitor for complaint trends.